Manufacturer narrative:
The device was available for evaluation- it has not been received.

Event description:
The event involved an unspecified tubing cassette where the customer reported that it infused air into a patient. The medication infusing at the time of event was 9% sodium chloride bolus and 1000ml running at 999. Continued to pump air into patient after fluid empty, causing bag to collapse from suction. The manufacturer of medication was ICU medical, ndc# 0990-7983-09 and lot number 1018657. There was patient involvement and no adverse events.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of air infusion could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.